Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history did not match the active basal program. The patient reportedly experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/09/2017. Product analysis: the device was returned and evaluated by product analysis on 07/13/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed an unexplained rebooting event. After the event, the time and date were not set correctly by the user, contributing to the alleged basal history issue. The total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.